Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open blisters that bled due to the garment rubbing against the skin. The patient also reported an electrode was digging into his skin and reported bruising. The patient reported reaching out to a medical professional, but there is no indication of medical intervention. The final medical outcome of the irritation is unknown.